Manufacturer narrative:
The cobas e411 rack serial number is (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e411 rack. The sample initially resulted in an hcg + beta value of 2.19 u/l. The value was questioned by the physician. The sample was repeated resulting in an hcg + beta value of 242 u/l. A second sample, collected from the same patient was tested, resulting in an hcg + beta value of 242 u/l.

Manufacturer narrative:
The customer reported the quality controls were acceptable and there were no relevant alarms on the instrument. The field service engineer performed checks and adjustments of the instrument. Based on the information provided, a specific root cause could not be determined. The investigation could not identify a product problem. The cause of the event could not be determined.